Manufacturer narrative:
The pump was received with a frozen screen on the time clock display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assembly. Unable to confirm the keypad anomaly or complete the functional testing due to the frozen screen. The pump was also received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that there is no buttons are responding on pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer also received audio/beep anomaly and advised to monitor pump due to the 2 hours pump rest.